Event description:
It was reported that the ventilator failed flow transducer test and safety valve test during pre-use check. Moreover, the ventilator generated a technical error code indicating error in the internal memory. There was no patient involvement. Manufacturer's ref. #: (B)(4).